Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of peripheral neuropathy and failed back surgery syndrome. It was reported that within a month after implant, the patient's incision wound opening/incision site wasn't healing due to a confirmed staph infection. The patient was given oral antibiotics and the entire system was explanted and replaced. The patient noted that the date of implant in the system was incorrect. No further complications were reported or anticipated.